Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) was in backup mode due to hardware related reset. The patient status was unknown. Further information was requested but not received.

Event description:
New information received notes that the backup was due to magnetic resonance imaging (MRI). Defibrillation therapies were not active. The implantable cardioverter defibrillator (ICD) was able to reset to normal setting by programming intervention. There were no patient consequences.